Manufacturer narrative:
Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had patients that were not crossing over from server to pyxis. The customer reported that the station was not communicating due to all order, inventory and patient not cross over and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Supplemental MDR no. Was submitted to recall MDR no. 2016493-2025-72228 as determined to be caused by the server and no real impact to the station. Hence 2016493-2025-72228 was recalled and considered as non-reportable.